Manufacturer narrative:
(B)(4). Sample availability is unknown. Should additional information become available, a follow-up report will be submitted.

Event description:
The customer contacted baxter's technical service center regarding a supply bag falling during peritoneal dialysis therapy on the homechoice (hc). The caregiver (cg) stated one of the bags fell off and became unspiked. The cg stated he is ending therapy. No patient injury or medical intervention was indicated at the time of the initial report.